Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately powered on in pace mode when set to monitor or defib mode. Complainant indicated that there was no pt involvement in the reported malfunction.